Manufacturer narrative:
Batch review performed on 10 june 2022. Lot 157162: (B)(4) items manufactured and released on 25-feb-2016. Expiration date: 2021-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Lot 187713: (B)(4) items manufactured and released on 25-jan-2019. Expiration date: 2024-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At 2 years and 9 months after the primary, the patient came in reporting pain and the cause is unknown. The surgeon revised medacta cocr head and bipolar head. The surgeon implanted a competitor cup and liner and a medacta head and sleeve. The surgery was completed successfully.

Manufacturer narrative:
Follow-up to correct the batch review of the second implant involved in the complaint that was reported without k number and description of the device due to human error. The other device involved in the complaint : ball heads: bipolar head 25060.2844 bipolar head ø28x44 (k091967) lot. 187713: (B)(4) items manufactured and released on 25-jan-2019. Expiration date: 2024-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.